Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured because it got caught in calcium during the procedure. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The procedure was performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The mynx vascular closure device (vcd) was used in an interventional procedure. A 6f non-cordis sheath was used. There was no vessel tortuosity observed at the femoral puncture site. The mynx vcd was stored and prepared in accordance with the IFU. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found closed, with a cordis mynx syringe detached from the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was noted to be deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was evaluated during an inflation/deflation functional analysis; however, a loss of pressure was observed during inflation, which is consistent with the reported event. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found on the balloon could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, access site vessel characteristics (the balloon ruptured because it got caught in calcium) most likely contributed to the reported event since a calcified vessel can cause this type of damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured because it got caught in calcium calcification during the procedure. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The procedure was performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The mynx vascular closure device (vcd) was used in an interventional procedure. A 6f non-cordis sheath was used. There was no vessel tortuosity observed at the femoral puncture site. The mynx vcd was stored and prepared in accordance with the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The device will be returned for evaluation.